Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket erosion. The implantable cardioverter defibrillator was removed. The patient was stable post-procedure.